Event description:
The consumer reported the needle shield is a lot thinner on the original nano pen needles compared to the 2nd gen nano pen needles. Stated, he stuck his finger three times when re-shielding. Stated, he was never told not to re-shield. No serious injury to report. Lot: 5238046. Catalog: 320122. Date of event: unknown. Samples: no.

Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.